Manufacturer narrative:
Contrary to the initial report, the device history record was not reviewed as dhrs are not applicable to the trufreeze console.

Manufacturer narrative:
Through follow up with user facility personnel, it was discovered that the pump initially powered on but stopped functioning within seconds. A steris service technician provided instructions to the user facility personnel to restart the console. The user facility confirmed this resolved the issue and the unit was operating properly. The device history record was reviewed and confirmed the device subject of the event was manufactured to specifications. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the suction pump to their trufreeze console stopped working resulting in a short delay. The procedure was completed successfully. No report of injury.